Manufacturer narrative:
The evaluation was completed. One bl3170 stellaris handpiece, serial number ush69813 was returned in an unknown sterilization tray. Visual inspection found the handpiece was not physically damaged. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. In addition, processed water was run through the irrigation tube of the handpiece, and out onto a 0.45 micron filter. The water was then vacuumed off through the filter, in an attempt to trap any possible particles. Microscopic examination of the filter found no white colored particles. Device history was reviewed and found to meet manufacturing specifications. The product evaluation did not confirm the failure mode, and therefore, the root cause is unknown / inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
Added d11, stellaris system and accessories.

Manufacturer narrative:
Investigation is ongoing.

Event description:
The user facility from (B)(6) reported that a surgeon moved from phaco to irrigation/aspiration phase. When he put his foot down for irrigation/aspiration a white particle came down the irrigation line and into the patients eye. He managed to remove the particle and continued with no adverse events. The b+l products were kept for inspection. The irrigation/aspiration handpiece was discarded (not a b+l product).